Event description:
Healthcare professional reported right side deflation. Device explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on (B)(6) 2021 with lot number 1504740. Visual analysis of the returned device identified fold creases, one curved opening and wear abrasion. A microscopic analysis and leak test were performed which identified one opening crease sharp and partial delamination of valve. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening. Partial delamination of valve assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported right side deflation. Device explanted.